Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after clamping the tissue, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. The procedure was completed with another device. There was no patient injury.